Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer's blood glucose was 135 mg/dl. The customer stated the alarm occurred when they filled the tubing. The customer stated the alarm was resolved by a complete set change. Troubleshooting was not completed at the time of the call. Customer agreed to return the reservoir for analysis.